Event description:
Customer reported that the accutorr v monitor was shutting down which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Product was returned and the corrective action is replaced the cpu board.